Event description:
It was reported that this patient has terminal cancer and the physician is planning removing the entire system. Upon examination the patient's device has eroded through the skin. The device was subsequently explanted due to erosion with infection. No additional adverse events were reported.